Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump in the morning. Customer's blood glucose was 430 mg/dl. Customer was advised to discontinue use of the pump and revert to a back-up plan.